Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the device calibration was completed with no problem. Then when the reload was attached to the handle the cartridge indicator was not flashed. Pushed blue button and other buttons ,however the device did not react. They re-connected the cartridge for a few times, the cartridge indicator was flashed, checked the jaws opening/closing, then the cartridge indicator was illuminated. The surgeon checked the articulation and the rotation of the device outside of the body, however the calibration was suddenly performed and the jaws were articulated repeatedly, and the device did not recognize the cartridge again. They re-connected the cartridge over and over again, and the cartridge indicator was flashed the illuminated. Then the surgeon clamped the tissue of rectum, however the calibration was performed again. The surgeon removed the device to outside of the patient' body, re-connected the cartridge .then the cartridge indicator was illuminated and the surgeon fired the device successfully. For the second firing to resect the rest of the tissue of 1 or 2 cm long, they connected the reload to the adaptor, however the device did not recognize the cartridge again. Re-connected the cartridge over and over again , the device recognized the cartridge, the firing was completed. There was no injury to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the reload was fully fired. The device jaws were received open. Functionally, the reload was loading into a pmv representative instrument and was reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.